Event description:
It was reported that the patients' blood glucose level decreased to 38 md/dl and believes it was due to a technical issue related to the automated system. The patient reported that they called their nurse and doctor's office and was advised to go to the ER, but he did not go. The patient treated his low glucose level with glucose tablets, sugar, juice, coffee and food. Patient reported that they do not trust automated systems anymore and requested his doctor to update his prescription to go back to manual insulin injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.